Manufacturer narrative:
The pump was received with intermittent buttons due to the corroded keypad traces. No button error alarms were noted. The pump was received with a cracked case at the display window corners and display window. The pump was received with a minor scratched lcd window and a stained end cap sticker. (B)(4).

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 62 mg/dl at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.